Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization. The nurse was requesting information about essure units invoicing when surgeon is placing the essure for sterilization in a patient. She said they have gone into surgery and for whatever reason they have had to remove a fallopian tube, something like that. She declined to provide more information. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had to undergo a surgery to remove a fallopian tube. This event, interpreted as salpingectomy is listed in the reference safety information for essure. In this case, the reason for salpingectomy was not provided. However, considering that essure inserts are placed in fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. The reporter denied providing further information.

Manufacturer narrative:
Follow up information received on 06-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had to undergo a surgery to remove a fallopian tube. This event, interpreted as salpingectomy is listed in the reference safety information for essure. In this case, the reason for salpingectomy was not provided. However, considering that essure inserts are placed in fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. The reporter denied providing further information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs